Event description:
It was reported that the customer had a motor error alarm during bolus/basal. Customer was assisted with clearing the alarm and was advised to disconnect from the pump. The motor error alarm occurred 3 times in the last 30 days. Customer stated that they use the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that they are able to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to return the pump with the battery and zero out the basal rates. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
There was no motor error alarm noted. The pump was unable to prime during prime/compromised force sensor system test due to the moisture damage on force sensor resistor. They were unable to perform the excessive no delivery test and occlusion test due to a prime/fill anomaly. The motor was tested outside the device and passed. The pump had a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.